Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a nurse inquired about meal announcements and insulin delivery timing on the ilet graph after the patient announced breakfast and experienced elevated blood glucose that later trended downward prior to lunch, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included customer education and troubleshooting that reviewed the graph, clarified that insulin delivery (blue bar) can begin prior to the meal icon, and confirmed system function. Investigation of this case revealed normal device performance with insulin delivery consistent with meal announcement timing and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.